Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.

Event description:
It was reported that the patient experienced bradycardia and asystole. After a pulse field ablation (pfa) procedure using a farawave catheter the patient coded and went into bradycardia. When the physician arrived at the room the patient went asystolic. Cardiopulmonary resuscitation (CPR) was performed. The patient was in the intensive care unit (ICU). The complication would have been noticed with the patient's rhythm, but it is unknown how it was confirmed. It is unknown if the patient was critical or stable when the event was called in. No additional information was provided. The device is not expected to be returned for analysis.